Manufacturer narrative:
Occupation of initial report not available at the time of filing. A medtronic representative went to the site to test the equipment. It was reported that the articulating arm was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulating arm would not tighten. There was no patient present.

Manufacturer narrative:
The articulating arm was returned to the manufacturer for analysis. Analysis via functional testing and visual/physical examination confirmed the reported issue. There was a mechanical failure with the articulating arm; the instrument end of the returned arm would not lock down completely when the handle was tightened. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.